Event description:
It was reported that device interrogation revealed an alert for possible high voltage circuit damage. A capacitor maintenance was unsuccessful. The patient had undergone an unrelated heart surgery the night before. A magnet was placed over the device for the procedure. Device replacement was recommended. Three weeks later, device interrogation revealed back-up vvi mode with hv therapies disabled. The physician will monitor and determine at a later date if system needs replacing. The patient was in good condition in his own spontaneous rhythm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.